Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The nurse practitioner at the physician's office indicated that the patient was "profoundly impaired and only lived as long as he did because he was well cared for. He died in his sleep." Last known diagnostics were taken on (B)(6) 2007. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received indicating a copy of the death certificate will not be provided without consent from a family member or a court order. The funeral home indicated that the patient's vns was likely buried with the patient.